Event description:
Facility reported pt had peritonitis due to leak in tubing. Cultures grew enterococcus and pseudomonas. Antibiotics consisted of vancomycin. Pt had relapse after a month of using new tubing. Nurse looked for leaks in tube and found the tube to be leaking where the tube inserts to red hard plastic of female end. Sample is available for examination.